Manufacturer narrative:
The button error alarm and no button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, crack case on all four corners near display window, broken reservoir tube lip, crack reservoir tube window, reservoir tube near escape button dome, crack battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.